Manufacturer narrative:
Approximate age of device ¿ 1 day. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2018. It was reported that the patient¿s lvad history showed abnormal alarms. Technical services reviewed the submitted log files, and observed 51 low flow events between (B)(6) 2018 8:57:44. It was unable to be determined if the low flow was due to patient condition or possibly due to the 1300 rpm difference between the set pump speed and low speed limit.

Manufacturer narrative:
Device evaluation: the patient remains ongoing on heartmate 3 lvas. Evaluation of the log files submitted by the healthcare professional confirmed several low flow hazard alarms. The system controller event log file contained data from (B)(6) 2018 at 16:21:49 to (B)(6) 2018 at 8:57:44. Transient low flow hazard alarms were captured throughout the file, beginning on (B)(6) 2018 at 16:21:49. No other hazard alarms were captured. The pump appeared to function as intended. The heartmate 3 lvas IFU explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the low flows were volume and hypertension related. A transthoracic echocardiogram (tte) showed a neutral septum and a well aligned, un-obstructed lvad inflow cannula. The patient was asymptomatic. Treatment was %5 albumin for volume replacement. The patient was also started on oral (po) hydralazine and prn intravenous hydralazine for high mean arterial pressure (maps). The low flows resolved.